Event description:
In 2002, during surgery both screwdrivers broke, surgeon left the broken tips in the head of the screw to act as the locking device. During a postoperative x-ray, the surgeon noted both broken pieces had come out of the head of the screws and are now lodged in the patient's soft tissue. 8/02, two x-ray's were taken, one ap and one lateral. Two tips were able to be seen along with a piece of metal. Opened patient for removal. Found the two tips and the piece of metal which appeared to be a piece of shaving from one of the tips or screwdriver. Surgeon locked the screws. Surgery took approximately 1 1/2 hours. Two post-op x-rays were taken. One ap and the other a lateral.